Event description:
Nurse turned warmer switch on. Nurse stated, "it looked like the fourth of july coming from the back of the machine". She immediately turned machine off and iunplugged it from wall. Reported to MFR's field engineer.